Event description:
It was reported that the patient passed away due to respiratory failure with inability to wean the vent. The family decided to place the patient on hospice. Care was withdrawn on (B)(6) 2024. The left ventricular assist device (lvad) functioned without any issues. The outcome was not considered device or therapy related. An autopsy was not performed. The device was not explanted and was not returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, "introduction," lists adverse events, including respiratory failure and death, which may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.